Event description:
Unomedical reference number (B)(4). Event occurred in china on (B)(6) 2024, it was reported on (B)(6) 2024 the patient experienced recurring no delivery alarms after troubleshooting. Patient has tried all remedies or did not want to troubleshoot for recurring alarms. No further information available.